Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), alopecia ("hair loss"), bowel movement irregularity ("erratic bowel movements"), skin disorder ("skin problems"), menorrhagia ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amnesia, alopecia, bowel movement irregularity, skin disorder, menorrhagia and dysmenorrhoea was resolving. The reporter considered alopecia, amnesia, bowel movement irregularity, dysmenorrhoea, menorrhagia, pelvic pain and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), alopecia ("hair loss"), bowel movement irregularity ("erratic bowel movements"), skin disorder ("skin problems"), menorrhagia ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amnesia, alopecia, bowel movement irregularity, skin disorder, menorrhagia and dysmenorrhoea was resolving. The reporter considered alopecia, amnesia, bowel movement irregularity, dysmenorrhoea, menorrhagia, pelvic pain and skin disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50697310) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), alopecia ("hair loss"), bowel movement irregularity ("erratic bowel movements"), skin disorder ("skin problems"), menorrhagia ("heavy bleeding"), dysmenorrhoea ("painful bleeding"), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amnesia, alopecia, bowel movement irregularity, skin disorder, menorrhagia and dysmenorrhoea was resolving, the hypersensitivity, genital haemorrhage and weight decreased outcome was unknown and the feeling abnormal had not resolved. The reporter considered alopecia, amnesia, bowel movement irregularity, dysmenorrhoea, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, skin disorder and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 1-mar-2021: information added: essure lot number, events: allergy symptoms, brain fog, abnormal bleeding, weight loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50697310) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), alopecia ("hair loss"), bowel movement irregularity ("erratic bowel movements"), skin disorder ("skin problems"), menorrhagia ("heavy bleeding"), dysmenorrhoea ("painful bleeding"), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amnesia, alopecia, bowel movement irregularity, skin disorder, menorrhagia and dysmenorrhoea was resolving, the hypersensitivity, genital haemorrhage and weight decreased outcome was unknown and the feeling abnormal had not resolved. The reporter considered alopecia, amnesia, bowel movement irregularity, dysmenorrhoea, feeling abnormal, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, skin disorder and weight decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 50697310) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, diarrhoea, vomiting, miscarriage, bleeding vaginal, iron deficiency anaemia, nausea, tiredness, headache, back pain, hair loss, blurry vision, dizziness, foggy feeling in head, painful intercourse, vaginal discharge, menorrhagia and heart murmur. The only concomitant product mentioned was mirena (levonorgestrel) since 29-jul-2013. On 03-oct-2013, the patient had essure inserted. Essure was removed on 13-aug-2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), amnesia ("memory loss"), alopecia ("hair loss"), bowel movement irregularity ("erratic bowel movements"), rash ("skin problems / skin rashes"), heavy menstrual bleeding ("heavy bleeding"), dysmenorrhoea ("painful bleeding"), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction"), brain fog ("brain fog"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), headache ("headache"), tooth disorder ("dental issues"), abdominal distension ("bloating"), visual impairment ("altered vision"), fatigue ("fatigue") and tongue ulceration ("tongue ulceration") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure clips). At the time of the report, the pelvic pain, amnesia, alopecia, bowel movement irregularity, rash, heavy menstrual bleeding and dysmenorrhoea were resolving and the brain fog had not resolved. The outcomes for hypersensitivity, genital haemorrhage, weight decreased, device intolerance, dyspareunia, mental disorder, headache, tooth disorder, abdominal distension, visual impairment, fatigue and tongue ulceration were unknown. The reporter considered abdominal distension, alopecia, amnesia, bowel movement irregularity, brain fog, device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain, rash, tongue ulceration, tooth disorder, visual impairment and weight decreased to be related to essure administration. The reporter commented: as per follow up of 26-mar-2021: patient initials discrepancy (dw- dlw) essure insertion date discrepancy (10-mar-2013 - 03-oct-2013) insertion details: procedure: hysterescopic sterilization essure 03 coils seen 02 coils seen removal details: date of surgery: 13-aug-2019 (discrepancy with 02-aug-2019) procedure: laparoscopic bilateral salpingectomies + removal of essure clips complications related to procedure: none essure insertion date discrepancy 10-mar-2013 . Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 04-feb-2016: findings: the uterus filled normally, there were no filling defects. The left essure implant is seen extending from the pars uterine, however the right implant is slightly more distal with no contrast seen opacifying beyond the right uterine ostium and up to the implant itself.· no evidence of contrast opacification of both tubes indicating bilateral tubal blockage [pathology test] (date unknown): moderate abdominopelvic adhesions both fallopian tubes grossly normal and intact ¿ l fimbrai stuck to l pelvic wall - no pelvis endometriosis or inflammatory lesion - bilateral salpingectomies and resection of cornual wedge performed to retrieve both essure clips procedure and recovery uneventful [scan] on 09-sep-2015: anteverted uterus with a thin endometrium at 2.5mm. In the upper endometrium towards the right is and echogenic foci measuring 6 x 8x 3mm. The left and right essure can be seen, contained in the. Ampulla end of the fallopian tubes just entering the uterus. Both ovaries seen with normal appearances. No adnexal pathology or free fluid seen concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:amnesia, alopecia, pelvic pain, skin disorder, menorrhagia, dysmenorrhoea, genital haemorrhage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events headaches , dental issues, bloating, altered vision, fatigue, tongue ulceration, inability to tolerate the device & psychological issues; added. Medical history, lab data , reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.